Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The distal tip of the catheter was kinked and fractured approximately 1.0 cm from the catheter distal tip. It should be noted that the catheter was placed into a 9f sheath. The instructions for use for the insertion of the viewflex catheter states ¿a 10f introducer is recommended for use with this catheter for insertion.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture could not be conclusively determined.

Event description:
This report is to advise of a tip fracture of the catheter noted during analysis.